Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report low blood glucose levels and reported being "disconnected" from the insulin pump. The customer's blood glucose level ranged from 47 to 93 mg/dl. The customer treated with food. The customer was advised to monitor their blood glucose levels and the device. It was confirmed that the device was working as designed and nothing was returned for analysis.